Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 facility address: (B)(6). Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the set gas pressure of the high flow insufflation unit was not delivered so there was a pressure difference between the set and measured pressure in the machine. The customer also noted that due to insufficient gas delivery, the machine could not create sufficient abdominal cavity space for surgery. The issues occurred during a therapeutic lap cholecystectomy procedure. The device was noted to be newly installed and was not inspected prior to use. The procedure was completed using the device without delay. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Device evaluation also discovered abnormality in the air supply. Based on the results of the investigation, it is likely that the malfunctions occurred due to damage to the connector of the manifold unit. Olympus will continue to monitor field performance for this device.